Event description:
A review of service data detected a reportable event. Upon servicing of battery charger/modem sn (B)(4), the power supply connector was found to be defective. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of charger/modem sn (B)(4) has been completed. Upon receipt the power supply connector pins were recessed. The root cause for the recessed pins cannot be positively identified but is likely excessive force. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any deficiencies.